Event description:
It was reported that the device was exhibiting an inappropriate warm/cold boot. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The heat-sink mounted pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was ic chip. Designator u10.